Manufacturer narrative:
(B)(6). Eval of this device indicated that the movable jaw axis pin was severed. The damage was most likely a result of impact, bad handling or dropped by the client. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
The device (part #mco13a) was returned to mxi service and repair.